Event description:
Ongoing problem with compression on our 3d unit. Several attempts to resolve have failed. Initially: 6 patients chose to do 2d, 2 rescheduled to mobile, 2 rescheduled same day to another location, 2 rescheduled to future date, alternate site, 2 rescheduled to future date, 1 cancelled. The next day: 5 patients chose 2d, 7 rescheduled to mobile, 1 rescheduled to future date, other site, 2 rescheduled to future date, 1 cancelled, 1 message, no response ( ? No show), 2 rescheduled to future date, 1 cancelled, 1 message, no response ( ? No show).